Event description:
It was reported that the patient had their lead explanted and replaced. It was further reported that the patient had post-operative hip pain and a CT scan showed that there was not enough space to support and caused pain. It was noted that surgical intervention was required and the health care provider made a larger laminectomy to allow more room for the lead. It was noted that the patient was alive with injury. It was later reported that the hip pain had resolved but a thorough reprogramming for the patient's original pain had not yet been done due to normal post-operative pain. It was later reported that the patient's foot pain was covered as well.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).